Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd signal wire was broken. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed, that the light guide cable coating damage, the light guide cable compressed (short in length), the operation channel (primary) buckled, the forward body frame cracked, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the objective lens scratched, the junction case loose, the water nozzle improper adjustment, the insertion flexible tube worn out, the bending rubber gluing discolored, and the ccd module with drive pcb pixels. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.